Event description:
When using the device with inhaled steroids, the canister nozzle does not fit properly in the spacer canister port. Fails to fire consistently with both azmacort and aerobid canisters. Using aerobid, canister fails to fire 3 out of 5 times with typical pt use. The primary need for spacer devices is to reduce oral deposition of inhaled steroids and to compensate for variable hand breath coordination of pts. Failure to consistently fire with the above drugs interferes with the treatment of pts. Five indivduals were trained to use the device with albbuterol. They were then asked to actuate aerobid and azmacort 5 times each. Both drugs failed to fire 3 out of 5 times. A reported abstract by dr in publication showed markedly reduced dose of steroids with this device compared to other spacer devices. Also see 1005810.